Manufacturer narrative:
The device was received for evaluation. During functional testing, "device failed psi testing" was not reproduced. Evaluation had downstream occlusion testing run by the flow line and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion detection test which was described as ¿failed psi (pounds per square inch) in the biomed service department . There was no patient involvement. No additional information is available.

Manufacturer narrative:
A review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.